Manufacturer narrative:
This report is submitted on january 25, 2022.

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the incision site, exposing the receiver/stimulator (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient was hospitalized (specific date and duration not reported) and underwent a skin flap revision surgery on (B)(6) 2022. The implanted device remains.